Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6) 2022 and suture was used. The fixation feature had been detached in the newly dispensed suture when it was opened for surgery. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis of two photos submitted to ethicon for review. During the visual analysis the following was observed: the photos show an aluminum package with a small section of suture, the fixation tab is not visible. Image is not clear to determine failure mode or reported condition. No conclusion or root cause could be determined. Analysis summary: the product was returned to ethicon for evaluation. During visual inspection of the returned sample of product code sxpp1a301, it was observed marks on the body of the needle by a surgical instrument. The suture was examined; damage to nucleus was observed and the two sides were broken. In addition, body fluids were found along of strand. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. A manufacturing record evaluation was performed for the finished device rjmhqu/ sxpp1a40112 batch number, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.